Event description:
The device was used during a laparoscopic nissen. Reportedly, the surgeon twisted the plastic end of the shaft. The device broke and fell into the pt. A piece was retrieved. X-ray was taken and no other pieces were noted.